Event description:
Patient received a two level plf from l3 to l5 on (B)(6) 2004, lateral approach using instrumentation and pedicle screws. Used the following products: ossatura tcp 15cc, total bone matrix 5cc, and dbm100 10cc, no autologous. Patient is a smoker. On (B)(6) 2005, revision surgery - alif 2 level. Did not use isotis products.